Event description:
N/a.

Manufacturer narrative:
Analysis: the details indicate that the advantage grafts had sweating or weeping when flushed with saline. Upon receiving the device back for investigation the graft was inspected for visible damage. The graft had been cut into two (2) separate pieces. No other damage was noted. There were no signs of suture or clamp marks on the graft. As the instructions for use specify, the graft should not be wetted prior to use or force aqueous solutions through the graft wall. When saline or fluid is pressurized in the graft the porosity and structure will change. If saline was flushed through the graft without the device being clamped there would be no sweating or weeping as it would simply come out the other end. In this case for the graft to sweat or weep the graft would have had to been pressurized. A thorough review of the device history records for this graft lot was conducted. The device lot in question met all quality and performance testing requirements and no non-conformances were noted during the build of the product related to the complaint. A review of the test data indicates that this lot passed all the water entry pressure test requirements. Conclusion: atrium medical corporation had determined that the advantage vxt was performing properly prior to the graft being pressurized with saline.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that sweating occurred in the graft during arterio-venous graft surgery.